Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion) h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Checked the machine and found machine is not switching on. It is also observed the iabp machine half display is bright in machine off condition. Further check the power supply and it is found the bulk voltage 29v is coming directly. The power supply is defective and need to replace. Further inspection will be done after replacing the power supply assembly. Recheck the machine and found power supply assembly. Is defective but the motor control board is also suspected defective. Replaced the power supply of the machine and checked again and found now the machine is switching on. Performed all functional tests. All tests passed. Observed the machine for more than 3 hrs. Now machine is working ok. Equipment handover to customer in good working condition.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) is not switching on. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) is not switching on. There was no harm reported.